Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the concerto coil was returned for analysis. In addition, instant detacher was not returned. The actuator interface was securely attached to the coupler tube. No evidence of mechanical detachment using an instant detacher was found at this location. The concerto pushwire was found kinked and broken between the positive load indicator and break indicator with the release wire found broken. This is indicative that a manual detachment was performed at this location. The break indicator was found broken. The concerto pushwire was found bent and kinked from the proximal end. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. A manual detachment was then attempted by retracting the release wire and the release wire was found stuck. The distal outer jacket was removed, and the release wire was retracted, successfully detaching the device with no resistance encountered. The lumen stop was found to be visually damaged. The retainer ring was found to be damaged and the inner diameter was unable to be measured. No other anomalies were observed. Based on the analysis performed, the concerto coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. The likely cause for the non-detachment are the bends and kinks found on the pushwire, causing the release wire to become stuck. Retracting the release wire distal to the bends/kinks successfully detached the implant coil with no resistance and no issues. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the concerto coil failed to detach from the end of the microcatheter. No patient injury reported. The devices were prepared and used per the instructions for use (IFU).